Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of ngzf1921 showed no other similar product complaint(s) from this lot number. Device not returned, at this time.

Event description:
It was reported that the patient came into the ER on (B)(6) 2017, but the doctor could not find anything wrong with the tube. On (B)(6) 2017, the nurse at the nursing home discovered the patient's tube came out during the night and the balloon was not inflated when she found it. The tube was saved. The patient went back to the hospital on (B)(6) 2017, to have a new tri-funnel placed. The physician claims the new tube is functioning properly. No patient injury was reported.